Manufacturer narrative:
Event date: unknown. The original awareness date was reported in error as june 12, 2015 on the initial medwatch. The correct date of awareness for this event was may 12, 2015. The lot number provided for this part (466046) was invalid. Unintended cutting of the patient¿s femoral head. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade cut into the femoral head of a patient. A (B)(6) female patient sustained a left proximal hip fracture. In (B)(6) 2015, the patient was implanted with a short trochanteric fixation nail (tfn) and helical blade. Subsequently, after the patient was weight bearing, x-ray showed that the helical blade had cut into the femoral head. On (B)(6) 2015, the helical blade was removed and replaced with an 11.0 millimeter tfn screw. It was reported that the procedure was successfully completed and the patient was doing well. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: it is not known exactly when the helical blade cut into the femoral. Additional product code: hwc. Original implant date: (B)(6) 2015. No DHR review is possible as lot number does not exist, it's unknown and cannot be traced. Without a lot number the device history record review and the investigation is unconfirmed, therefore, it could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.